Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2506403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed to the common femoral artery. After the procedure, the patient's leg became cold and lost pulses. The patient was brought back into room and the mynx was visualized in the artery. The physician used manual aspiration to retrieve the deployed mynx. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. The device was used with a 6f brite tip sheath. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was unknown, and there was presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site, noted as ¿diseased.¿ there were multiple sheath exchanges, and no procedural sheath greater than 7f was used prior to introducing the mynx. The patient had no issues post procedure following manual aspiration. The device was not returned for evaluation. Instead, two photographs related to the reported failure were provided. In both images, an unidentified substance is visible. Based on the event description, which states that ¿the mynx was visualized in the artery and retrieved via manual aspiration,¿ it is not possible to determine conclusively whether the substance is the deployed plug, thrombotic material, or a combination of both. No other product-related anomalies or details were observed in the provided images. A product history record (phr) review of lot f2506403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be observed as the device was not returned for analysis, procedural images of the obstruction within the patient were not provided, and the images of the material removed from the patient could not be determined through picture analysis. The exact cause of the intravascular deployment could not be conclusively determined. A vascular occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynxgrip instructions for use (IFU) as such. An occlusion in the vessel can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, it is difficult to determine the factors that may have contributed to the reported vascular occlusion, particularly since the material shown in the images could not be conclusively identified as the sealant. However, access site vessel factors (diseased vessel with pvd/calcium near the puncture site, along with multiple sheath exchanges) and procedural/handling factors (such as not confirming temporary hemostasis when positioning the balloon prior to sealant deployment) likely contributed to the vascular occlusion that was possibly due to an intravascular deployment. The balloon could have been caught on calcium/disease during device positioning or the multiple sheath exchanges could have resulted in further injuries to the arteriotomy or vessel. According to the instructions for use (IFU), which is not intended as a mitigation, it states for product preparation, for arterial closure: if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ the IFU also instructs during positioning ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel, venous valve, or disease) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. Neither the picture analysis, phr review, nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 3221 (c20). C: 4315 (d15), 22 (d12).

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was deployed to the common femoral artery. After the procedure, the patient's leg became cold and lost pulses. The patient was brought back into room and the mynx was visualized in the artery. The physician used manual aspiration to retrieve the deployed mynx. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. The device was used with a 6f brite tip sheath. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was unknown, and there was presence of pvd/calcium in the vicinity of the puncture site, noted as ¿diseased.¿ there were multiple sheath exchanges, and no procedural sheath greater than 7f was used prior to introducing the mynx. The patient had no issues post procedure following manual aspiration. The device is not being returned for evaluation.